Event description:
The following has been reported: nurse reported: cassette is leaking. Leak appears to originate high in the cassette, above the diaphragm. A preliminary review identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Microscopic examination was performed, and an over insertion of the luer activated valved, straight (secondary port) was observed. An underwater leak test was performed for verifying the liquid and air side areas of the cassette and bubbles were observed coming from the unit. Failure mode could be related to the manufacturing process. Customer complaint is confirmed. The probable root cause of the reported incident is most likely related to over-insertion of the secondary port or leak at the primary line due to insufficient solvent. Current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25a07194 was reviewed. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.